Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was returned for analysis instead of (B)(4). The device was received with the articulation mechanism damaged as the articulation gear and lever were broken off the device. The device was received with no reload loaded in the device. The device was disassembled to verify the condition of the internal components and the articulation gear was found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a kidney transplant procedure. The articulation knob fell off. Another device was used to complete the case. There was no adverse consequence to the patient.